Event description:
One pt with discrepant creatinine results. Erroneous result was not reported. Initial creatinine result 0 mg/dl. Repeated twice giving result of 79 mg/dl each time. The field service rep was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.